Event description:
It was reported that upon attempting to implant an avs navigator implant at l4/5 the inserter malfunctioned. The inserter would not unlock from the implant and in turn the doctor drove the implant lateral and distal. Upon hammering the inserter to attempt to turn the cage, the distal prongs of the inserter widened and disengaged from the implant.

Manufacturer narrative:
Method: device history review, visual and functional inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual inspection indicated one of the spring clips of the tip of the inserter is bent as reported. The inserter tip is bent outward indicating that it deformed under a direct impaction force rather than a cantilever force. Functional inspection indicated the knob was frozen in the lock state initially, a small force was applied to the knob and enabled the mechanism to switch between lock and unlock; however, the device is not fully functional as the tips remain bent and will not allow for the inserter to securely engage with the implant. Conclusion: the deformation of the tips indicated that the device deformed as the result of an applied impaction force. The plausible root cause is excessive force applied by the user.

Event description:
It was reported that upon attempting to implant an avs navigator implant at l4/5 the inserter malfunctioned. The inserter would not unlock from the implant and in turn the doctor drove the implant lateral and distal. Upon hammering the inserter to attempt to turn the cage, the distal prongs of the inserter widened and disengaged from the implant.